Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test. No absence of occlusion alarm noted during testing. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer was able to clear and able rewind the insulin pump. Customer performed the high pressure test and the test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.